Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. What tissue was the monocryl suture used on? What was the condition of the tissue (healthy, weak, diseased)? How was the suture placed (interrupted or continuous)? Can you describe how much bleeding was noted? What medical intervention was performed for the bleeding? Can you describe how much bleeding was noted after 40 hours? What intervention was performed for the second bleeding? What is the surgeon opinion of the causative factor for the ¿uterine atony with bleeding¿ in relation to the broken needle? Were all needle pieces removed from the patient during the second procedure? What was the date of the second procedure? Do you have the needle piece for evaluation? What is the current condition of the patient?

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2017 and the suture was used. During the procedure, when closing the hysterotomy, the needle broke at the level of the needle-holder at the second passage through the tissue, leaving 2/3 of the needle in the patient myometrium. Uterine atony with bleeding was requiring to close the patient quickly. Then the needle was observed on per-op x-ray and the patient was reopened to retrieve the needle piece. The patient was treated with nalador. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 1/25/2018

Manufacturer narrative:
The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The photo of the product upon which this medwatch is based has been received, however, the evaluation of the photo is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Device photo evaluation: there was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, a needle with body fluids, broken and on top of that appears to be a gauze could be observed. However, no conclusion could be reached as how the sample was broken since was not returned for analysis. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.